Manufacturer narrative:
The field service representative (fsr) noted that the roller heads had been set to "rpm" by another source. The fsr explanted to the user facility's biomedical engineer and perfusionist that volume tracking will not work with "rpm" selected. The perfusionist confirmed the cardioplegia pump should be "s4:1" so the fsr changed the cardioplegia to s4:1 and confirmed volume tracking was working. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he found an incorrect set-up configuration. He discovered that all four roller heads had been set to "rpm". This would prevent volume tracking during a case. Since the event occurred during preventative maintenance, there was no pt involvement.